Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringe plastipak 3ml s/su experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: the nurse reports that when aspirating the vaccine, it leaked through the stopper leading to the loss of the vaccine.

Manufacturer narrative:
H.6. Investigation summary: DHR evaluation was performed and the maintenance occurrence sap # (B)(4) potentially related to the defect was observed. No sample were provided for evaluation however according the DHR it was possible relate to incident barrel damaged. The possible cause for this is a failure at syringe assembly station with caused the damage. To define and manage actions to correct the incident, the CAPA 1035416 was opened. Some actions performed: perform synchronism adjustment on the transfer disk; create a poka yoke to ensure staying in the correct position. Design new top disc guide after leak test. Make top disc guide after leak test. Design new bottom disc with accepted angle for cylinder entry. Make lower disc with accepted angle for cylinder entry. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Event description:
It was reported that 2 syringe plastipak 3ml s/su experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: the nurse reports that when aspirating the vaccine, it leaked through the stopper leading to the loss of the vaccine.